Manufacturer narrative:
Complaint confirmed, the cannula of both devices are broken, and the pushrods bent. A likely cause of the breakage is prying/leveraging the device during insertion. The deployment issue was likely caused by the bent condition of the cannula.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a meniscal procedure, the ar-4501, fell apart and could not be used as intended. The surgeon they used another ar-4501 and when the surgeon as going to fire the implant, the tip of the device bent and the implant would not deploy. All fragments were removed and the case was completed by using a third ar-4501. No patient harm.